Event description:
My husband was in the hospital for rhinovirus and was sent home because he has a recalled trilogy machine. And with no flow he had no heartbeat and not breathing. So they have one dead because of machine error. Or not telling him when he called for it not working right. I see a lawyer is needed. No test done on it. And it's from (B)(6). FDA safety report ID# (B)(4).